Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3. No air is detected during the air test. However, within 1/2 an hour of treatment initiation. The air detector alarm goes off and air bubbles are seen in the venous chamber no patient injury has been reported. Lot 0061974984 (3 incidents) - samples have been discarded. Customer thinks that the problem is coming from the purple connector between the saline bag and the patient line because they noticed this morning that it is not forming a good seal and the saline is dribbling out of it which can cause air to enter the system.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.